Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the helium pressure regulator to be leaking and replaced it to resolve the issue. All functional, pneumatic, and electrical tests were performed and passed to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances in which the event occurred however, there was no patient involvement and no adverse event reported.